Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited pacing impedance measurements of more than 3000 ohms in the right atrial (ra) lead. The ra lead is a non-bsc device. The treating physician confirmed the ra lead has sustained out of range (oor) impedances since implant and clarified it is a known behavior that was noticed prior to this pacemaker implant. The previous implanted system was reprogrammed around the oor impedance. Similarly, the physician attempted to deactivate the safety switch of this system to prevent the lead change from bipolar to unipolar. However, re-programming was unable to be performed. Boston scientific technical services (ts) explained why reprogramming was unavailable based on the system settings and confirmed the device performed as expected. The system remains in service and the patient will continue to be monitored remotely. No adverse effects were reported.

Event description:
It was reported that this pacemaker system exhibited pacing impedance measurements of more than 3000 ohms in the right atrial (ra) lead. The ra lead is a non-bsc device. The treating physician confirmed the ra lead has sustained out of range (oor) impedances since implant and clarified it is a known behavior that was noticed prior to this pacemaker implant. The previous implanted system was reprogrammed around the oor impedance. Similarly, the physician attempted to deactivate the safety switch of this system to prevent the lead change from bipolar to unipolar. However, re-programming was unable to be performed. Boston scientific technical services (ts) explained why reprogramming was unavailable based on the system settings and confirmed the device performed as expected. The system remains in service and the patient will continue to be monitored remotely. No adverse effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the product problem and h. Device manufacturers only fields. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this pacemaker system exhibited pacing impedance measurements of more than 3000 ohms in the right atrial (ra) lead. The ra lead is a non-bsc device. The treating physician confirmed the ra lead has sustained out of range (oor) impedances since implant and clarified it is a known behavior that was noticed prior to this pacemaker implant. The previous implanted system was reprogrammed around the oor impedance. Similarly, the physician attempted to deactivate the safety switch of this system to prevent the lead change from bipolar to unipolar. However, re-programming was unable to be performed. Boston scientific technical services (ts) explained why reprogramming was unavailable based on the system settings and confirmed the device performed as expected. The system remains in service and the patient will continue to be monitored remotely. No adverse effects were reported.